Manufacturer narrative:
According to the facility a non-sterile kit was used during a procedure. At this time there has been no report of serious injury or medical intervention. The packs were discarded and are not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility a non-sterile kit was used during a procedure.

Manufacturer narrative:
According to the customer, after undergoing surgery on (B)(6) 2025 at (B)(6) hospital, he "developed a severe mrsa infection. He later received recall notifications indicating that surgical materials used in his procedure may not have been properly sterilized due to a manufacturing issue." The customer reported that he "continues to suffer significant complications from this infection, including ongoing wound care with a wound vac, inability to bear weight on his leg, and an extended period of disability and lost income." No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this supplemental medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Update to patient information: a2 age at time of event, date of birth. Update to patient information: a3a sex. Update to adverse event or product problem: b3 date of event. Update to adverse event or product problem: b5 describe event or problem. Update to initial reporter: e1 name and address. Update to h6: health effect - clinical code (e). Update to h6: health effect - impact code (f). Update to h11: additional manufacturer narrative.

Event description:
According to the customer, after undergoing surgery on (B)(6) 2025 at (B)(6) hospital, he "developed a severe mrsa infection. He later received recall notifications indicating that surgical materials used in his procedure may not have been properly sterilized due to a manufacturing issue."